Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a recurring no delivery alarm. The customer¿s blood glucose level was. The customer was assisted with troubleshooting for no delivery. The customer states had tried all remedies. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.